Event description:
It was reported that the patient presented to the hospital because of "swoon". Loss of capture was noted, and the lead impedance was 1200 ohms. X-ray did not reveal any problems with the lead. A new lead was implanted and the patient recovered.

Manufacturer narrative:
No medwatch form was received.